Manufacturer narrative:
The customer reports that they have discarded the device and there is no sample to be returned for evaluation. An investigation is currently underway upon completion the results will be forwarded.

Event description:
The customer reports "the nurse gave an insulin injection and when she went to activate the safety shield, it fell off and the exposed needle stuck her finger."